Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms revealed the presence of noise in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries. Besides that, the data showed no anomalies. Based on the available information the root cause of the noise could not be conclusively determined. However, the integrity of the lead cannot be assured. There was no indication of an ICD malfunction.

Event description:
It was reported that oversensing was noted on this rv lead approx. 44 months after the implantation. The device was reprogrammed and the patient decided not to have it replaced.